Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 5. The programmed fill volume was 1700ml and the total drain volume was 2731ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. With reference to the iipv decision tree, the cause for the iipv found in the device logs was determined to be insufficient drain - false empty detect and use error; the clinician inappropriately set minimum drain volume % setting too low. The device history record was reviewed and no issues were identified that may have contributed to the iipv. The device has not been previously serviced by baxter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).